Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the double beep without cassette attached. The event happened during testing, thus no patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the double beep without cassette attached. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the broken rear case. The problem was confirmed, and it was discovered the dso was damaged, so it was replaced with a new one. The probable root cause was the dso sensor damaged. Additionally, the rear housing was replaced as it was broken. All performance verification tests were performed and passed.